Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to verify and duplicate the reported problem. It was determined that an anomaly in the air detector was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the flow rate test cannot be performed because the air bubble detection system fails to clear, even with the tube securely inserted. The device evaluation confirmed there was an anomaly with the air detector. The event occurred while patient use at the facility. There was no patient harm/adverse event reported.